Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two hemopro 2 devices had excessive smoke and the tips split. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: device #1. The devices were returned to the factory for eval. Device #1: the hemopro 2 device showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the heater wire was partially lifted away from the hot jaw, but was not dislodged. The safety shut-down mechanism on the device was tested, and the device passed the test. A pre-cautery test was performed on the device with a reference power supply, and extension cable. The device passed the pre-cautery test, as it produced steam and heat during several activations, and shut off when the toggle was released. No excessive smoke was noticed during the test. The device was tested for resistance, temperature, and jaw opening and closing. The device passed the tests. Based upon the eval results, the reported complaint for excessive smoke could not be confirmed; however, the complaint was confirmed for the lifted heater wire. Device #2: the hemopro 2 device showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any nonconformance that may have contributed to the reported event. The safety shut-down mechanism on the device was tested and the device passed the test. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. No excessive smoke was noticed during the test. The device was tested for resistance, temperature, and jaw opening/closing. The device passed the tests. Based upon the eval results, the reported complaint for excessive smoke could not be confirmed. (B)(4).